Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fiber optic sensor failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) indicated a fiber optic failure. Users swapped out console to continue treatment without issue. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was not able to reproduce the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.